Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested technical support because the speaker had a malfunction (no sound at all was coming from the speaker). There was no indication of any health impact to a patient at any time. No patient harm reported